Event description:
The customer reported the device had a failed power supply (ac power module failure). There was no reported patient involvement.

Manufacturer narrative:
(B)(4): this customer reported the device had a failed power supply (ac power module failure). There was no report patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.